Event description:
It has been reported to philips that the host computer did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system host pc does not start up. Upon troubleshooting rse checked the status of the computer & power supply board and found stops completely. To resolve the issue, customer restarts the host pc manually. After restart, the system returned to use in good working order. The codes were updated based on the investigation outcome.